Event description:
It was reported that partial fracture on the right ventricular (rv) lead rv coil was suspected. The impedance was high and varying. The device was reprogrammed and the lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d354vrg implantable cardioverter defibrillator (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) defibrillation coil was rising and variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There was one non-sustained (ns) episode and one lead failure predictor (lfp) episode of less than 220 milliseconds (ms) ventricle to ventricle cycle are recorded on (B)(6) 2013. Max defib active can on impedance rises slowly from an approximate baseline of 60 ohm the week ending (B)(6) 2013 to greater than 140 ohm the week ending (B)(6) 2013 and varies between 100 and greater than 140 ohm throughout the record.

Event description:
It was reported that partial fracture on the right ventricular (rv) lead rv coil was suspected. The impedance was high and varying. The device was reprogrammed and the lead is scheduled to be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.